Event description:
The customer obtained a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using a vitros eci immunodiagnostic system. Vitros result = 0.235 ng/ml vs. Expected result 0.020 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported outside of the laboratory. No allegations of patient harm were made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a patient sample using a vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. Root cause for the non-reproducible, higher than expected vitros troponin I es result could not be determined. The most likely assignable cause is pre-analytical sample handling, although, an issue with the instrument could not be ruled out as a contributing factor.